Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2020-01280. It was reported the patient was experiencing ineffective therapy after lifting a heavy object. X-ray imaging revealed that one of the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. Issue resolved. It is unknown which lead had migrated. Therefore, both leads will be reported.